Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was heating during recharge. The ins was heating in the pocket. Pt states that she fell and ever since her battery site has a knot and feels like it¿s burning whether the stimulation is on or off. Recharging is taking 3 hours. Also, she has new pain that started in june in her groin area. Rep will meet with the patient. The rep met with pt and interrogated ins. All impedances were wnl. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via the manufacturer representative reported that she had continued pain at the implant site. The patient stated she had intermittent shocking pains at the implant site, regardless of if the implant was on or off. The system was interrogated and all impedances were within normal limits and no connectivity issues were shown.

Event description:
Additional information was received from the manufacturer representative (rep). Physician relocated ipg from right buttock to the left. All connections were good, and impedances were wnl.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2022, product type lead, product ID 977a260, serial #: (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.